Event description:
A customer reported that the blood pressure cuff overinflated, caused pain, bruising, and displayed an incorrect reading when attempting to take a blood pressure. This caused the blood pressure to be retaken.